Event description:
Two identical events occurred four days apart. Dr was performing thyroidectomy using valleylab electrosurgical unit. When the dr attempted to use the bioplar forceps, the unit would not function. Several cables were checked and changed out during the procedure with no avail. Finally, the unit was changed out and a second unit was tried. The same problem occurred with the second unit. Finally, an older codman bioplar unit was used to finish the procedure. The "faulty" units were sent to biomedical engineering for eval. After extensive troubleshooting, both by test equipment and on tissue, and diagnostic testing, biomedical technican could not find any malfunction or defect in either unit. It is believed by biomed that the forceps the dr was using may have been too small to coagulate the amount of tissue he was attempting to coagulate.